Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. On february 28, 2006, the patient was seen by company representative for device evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.